Event description:
Customer reported that the insulin pump had physical damage and that it was exposed to moisture. The blood glucose reading was 85 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with scratched display window, cracked display window at the bottom left corner, cracked case on top and bottom left and right corners at display window, cracked reservoir tube lip, cracked battery tube threads and cracked reservoir tube near reservoir tube window. No moisture damage inside insulin pump was noted.